Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture per mammogram" and implant exchange due to patient's concern of the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed and/or corrected data: capsular contracture, baker grade iii.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Rupture: observed, broken on posterior side assessed, as surgical impact opening. And missing piece of shell assessed, as inconclusive. Shell thickness within specification. Additional observations: observed, non penetrating nick on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "rupture. Per mammogram". And implant exchange, due to patient's concern of the product. The device has been explanted.